Event description:
It was reported that the implantable loop recorder (ilr) undersensed ventricular complexes resulting in claimed pause in heart rate from 3-7 seconds. This resulted in the patient being referred for a permanent pacemaker procedure. Upon interrogating the device after patient was sedated, no pauses were noted after increasing resolution on suspected episodes. The pacemaker procedure was aborted. The patient expressed concern as to why the stored episodes were not more closely assessed during routine follow up. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).